Event description:
It was reported that the 9900 system had a low ma error code displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The filament was calibrated during svc call. The system was tested and found to be working as intended and put back into service.